Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display appears to be getting dimmer. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered shots to stabilize blood glucose levels. It was indicated that the customer has back up shots for continued insulin therapy.